Manufacturer narrative:
No testing and investigation results have been received.

Event description:
There was no report of serious injury or illness associated with this complaint. A product problem has been reported to be associated with this complaint, delivery of 900 ml rather than the 520 ml intended (delivery time unreported) using the patrol pump list #52034 (73% over-delivery).